Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms. The customer changed all supplies to resolve issue. Additionally, the customer's insulin gauge was inaccurate. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate. The customer's blood glucose was 280 mg/dl.